Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer stated that they are still receiving no delivery alarms on the insulin pump despite a set change. Customer's blood glucose reading at the time of the call was 314 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.